Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the (B)(6) 2018 revision. In following up revision of a patient's hip due to acetabular component rotation, the rep provided the following response to "how many revisions of stryker implants has this patient had?": "there was a deficient medial wall prior to the initial surgery, which was revised to a multi hole shell, which was then revised to another multi hole shell. 2 revisions, this being the second. Initial surgery- (B)(6) 2018. Initial revision (B)(6) 2018. No allegations or product deficiency. Revision due to patient condition/poor bone quality. I have no further information on this patient/case and have provided all that the hospital has to provide."